Event description:
The device was used during a thoraco lung partial resection. Reportedly, on the first squeezing a cracking sound occurred and a piece of the device fell into the patient, which was retrieved. Another device was used to finish the procedure. No pt injury was reported.